Manufacturer narrative:
The evaluation revealed the broken t2 recon nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional or manufacturing related issues were found. The nail was found broken through its lower proximal lag screw hole at lateral towards the antegrade oblique hole at medial. The breakage line and breakage surfaces indicate that the nail broke mainly in a fatigue fracture and finally in a spontaneous forced rest fracture. The breakage started at the anterior bridge on lateral where the nail got heavily damaged by the lag screw stepdrill intra-operatively; the drill abraded the nail material and weakened the anterior bridge significantly. Due to the drill damaged material and under postoperative loads the material got overloaded step by step. Finally the nail broke after approx. 2 months after implantation. Because no manufacturer related issues were identified the nail breakage is attributed to a user error. The IFU includes that intra-operative implant damages shall be avoided and damaged implants must be discarded. If other listed adverse effects did contribute to the nail breakage (i.e. Obesity, poor bone quality, instable fracture, osteoporosis) could not be clarified due to missing information. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient had pain in leg, x-rays show broken recon nail, nail was removed and replaced by a synthes proximal femoral locking plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had pain in leg, x-rays show broken recon nail, nail was removed and replaced by a synthes proximal femoral locking plate.